Manufacturer narrative:
The technician replaced the caster stems and horns to repair the stretcher.

Event description:
Information received indicates that the brake holds but the caster swivel does not.